Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d9, h.6.

Event description:
Healthcare professional, later reported, "peri-implant fluid on the right with irregularity of the inferior aspect of capsule. Consistent with intracapsular rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: peri-implant fluid on the right.

Manufacturer narrative:
Previous medwatch submission mistakenly included device evaluation. This evaluation was for a different device not associated with this complaint.

Event description:
Healthcare professional reported a right side rupture and later reported "periimplant fluid on the right with irregularity of the inferior aspect of capsule, consistent with intracapsular rupture". Device has been explanted.